Manufacturer narrative:
The manufacturing date could not be located in the manufacturing database.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited substandard thresholds. It was noted the right ventricular (rv) lead had intermittent capture and an x-ray confirmed the lead had dislodged. The right atrial (ra) lead was repositioned and remains in use. The right ventricular (rv) lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.